Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The reported recurrent mitral regurgitation (mr) appears to have been a cascading event of the slda. The reported patient effect of recurrent mr is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported additional therapy / non-surgical treatment and hospitalization were results of case specific circumstances, as further hospitalization was required and two additional mitraclip devices were implanted to stabilize the slda clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1+. Two days post procedure it was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. A second procedure was performed where two clips were implanted to stabilize the slda clip, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.